Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A phone call was made to the customer in order to follow up on a previous call her mother made for high blood glucose levels and problems with the sensor. Spoke with the mother, and she stated that the customer was taken to the hcp office for treatment, then to the hospital. The customer had been experiencing high blood glucose levels due to stress from previous abuse at foster care. Troubleshooting not possible at the time of the call. Nothing further was reported.